Manufacturer narrative:
Model and serial number was recorded during the on-site evaluation of the lift. The date of manufacture was recorded during the on-site evaluation of the lift. On march 23, 2016, the global marketing manager, patient handling for jeorns was on-site to evaluate the lift involved. Distributor that "a screw came loose and the lift tilted over". In actuality, a bolt came loose where the mast is connected to the boom. Once the threaded end of the bolt cleared one side of the bracket, it allowed the boom of the lift to tilt and lower, likely quickly, for a short distance, at an abnormal angle. The wear on the inside of the bracket indicates the boom did not travel to the floor or become totally detached from the lift. Nothing on inspection of the lift would suggest that the lift itself tipped over or that the boom fell all the way down or apart from the mast. Based on the above, it appears that the locknut was either never installed or was removed resulting in the bolt coming loose.

Manufacturer narrative:
Joerns sending the report to the manufacturer.

Event description:
It was reported to the manufacturer by the end user, per the end user the lift broke causing her to fall to the floor and sustain a broken pelvis. Per the distributor a screw came loose and lift tilted over. The distributer states that the patient went to the hospital with unknown injuries. (B)(4) insurance, which covers joerns, reached out to opposing counsel several times since the initial receipt of the alleged incident on (B)(6) 2015 and were not able to obtain any information related to the alleged incident. They were unable to confirm or deny that the product involved in the incident was a joerns product and any injuries sustained. At this time, joerns wrote a letter to file to document the alleged incident. On (B)(6) 2016, opposing counsel finally answered the multiple communications sent from (B)(4) insurance and confirmed that the product involved in the incident was a joerns product and the injuries sustained. (B)(4) were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.